Event description:
There was a crack on the hub of the stent. It was noticed during balloon inflation, the target lesion was the lad. Vessel characteristics were moderate calcification, little tortuousity, moderate angulation, and 90% stenosis. The device prepped according to IFU. The device was steered by the hub and advanced with the indeflator connected to the hub. The balloon could not inflate, due to hub crack. The device was removed from the pt without complications. The device will be returned for eval.

Manufacturer narrative:
The product has been received for eval. However, the engineering analysis is not yet completed. Additional info will be submitted within 30 days of receipt.